Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-00383.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the provisional was returned to the distributor worn and broken. No adverse events have been reported as a result of the malfunction.